Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "does not function" could not be confirmed. The device was received in a condition making the eval impossible. If additional info is received, a supplemental report will be submitted. (B)(4).

Event description:
Report received from USA stating that the device does not function. The device was used in surgery. There was no pt or user injury reported. It is unk if delay or medical intervention occurred. There is no additional info provided.